Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There was no malfunction observed on the device. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The pacemaker was received from the field with the battery voltage above elective replacement indicator (eri) level. Visual inspection of the header and connector did not reveal any anomalies related to the field concern. Additionally, electrical and mechanical analysis were performed under nominal conditions, which indicated normal functionality. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.